Event description:
As reported to coloplast though not verified, pt was implanted with supris suprapubic mesh. Later the pt experienced mesh extrusion, inflammation, infection, vaginal pain, vaginal discharge and voiding dysfunction. An excision of the mesh and vaginal reconstruction were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.